Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pulse generator was in back-up. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced. The patient was stable throughout.